Event description:
Pt was admitted to the hosp for a right percutaneous nephrostomy tube placement secondary to several intrarenal calculi. During the insertion of the plastic introducer a small portion of the introducer (4cm x 2mm) fractured into the pt's subcutaneous tissue. Attempt to retrieve portion was unsuccessful.